Event description:
It was reported that a patient was hospitalized due to a pump malfunction. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made but no response was received, no additional information was provided regarding the event.